Manufacturer narrative:
Titan spine requested a subject matter expert (sme) to review the post-op fluoroscopy films that were provided from the intial surgery. The sme reviewed the films and spoke with the surgeon. The sme concluded "the fracture is most likely do to stress risers secondary to insertion of an implant that was too large for the disc space and not recessed adequately." A review of the device history record for the subject device was performed. The review revealed no anomalies or non-conformances were generated during the manufacture of the device that would contribute to this complaint condition. The device was found to be within specification during inspection. Device not returned to manufacturer.

Event description:
An l4/5 tlif procedure occurred on (B)(6) 2016 implanting an endoskeleton® to 0 deg lordotic, implant, 26x14mm, plif. Approximately two week later, the patient describes hearing a "pop" in her back. Patient had l5 vertebral fracture. Patient was scheduled for revision surgery, cage was removed, patient was re-instrumented with pedicle screws. There was no adverse effects or injury to the patient as a result. The explanted device was kept at (B)(6). Patient is a female, (B)(6), non-smoker. Patient did not fall. Patient does not have prior fusions at levels that were being treated. Patient was given post-operative instructions.